Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with diffuse lamellar keratitis two days post lasik. No clumping, fine, or scattered appearance. Patient notes that right eye feels scratched. Patient to continue using a topical steroid/antibiotic combo and a topical steroid drop.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis is reported to be fully resolved. Patient has no complaints. Patient was instructed to taper off of the steroid drop and will continue to come in for routine follow up visits.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).